Event description:
Unomedical reference number (B)(4). Event occurred in spain. The patient reported that she faced infusion set tubing detachment on (B)(6) 2024.the insertion site of the infusion site was at abdomen . No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.